Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pre-operatively, the patient was considered for potential right ventricular assist device (rvad) implantation. At the time of operation, the patient was implanted with a third-party (protekduo) cannula and then put on the centrimag console. The ventricular assist device (vad) team was unable to wean rvad support post-operatively, and the patient family decided to withdraw vad support in compliance with the patient's wishes and due to no hope for a meaningful quality of life. The patient underwent multi-system organ failure (msof) and passed away. The outcome was not device or therapy related; the vad had functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.